Event description:
The customer reported approximately five (5) milliliters of clear, odorless fluid leaked from the cartridge chemistry sample probe, after receiving some suppressed cartridge chemistry side results involving unicel dxc 800 synchron system. The customer discontinued use of the instrument and reanalyzed patient samples on an alternate analyzer. There were no erroneous patient results generated from the original analyzer. The customer had on proper personal protective equipment (ppe), consisting of gloves, a laboratory coat, and eye protection during the event. There is an emergency exposure control plan at the facility. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the wash collar waste valve and resolved the issue. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).